Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging an unknown issue with the subject meter. The reporter was infromed of an issue by a third party but is unsure of what the problem is. No further details were provided at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.